Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The pump was unable to perform displacement test due to motor anomaly. Motor error alarm was confirmed in the history file. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 117 mg/dl. The customer stated that she is trying to get her pump restarted because she had it off for a week or more due to being in the hospital for a heart attack and stroke. The customer stated that she put in a new battery and received a display with incorrect time. The customer was assisted with the settings and received a motor error alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.